Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right atrial (ra) lead pacing impedance measurements, high ra amplitudes and oversensed noise. No adverse patient effects were reported. The ra lead was electrically deactivated and the device remains in service.